Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device not turn on. The patient alleged sinus infection, nose bleeds, nasal irritation, throat soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 09, 2024, and section h11 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device not turn on, sinus infection, nose bleeds, nasal irritation, throat soreness, there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is unknown white and black dust like contamination found on top of the blower motor and blower motor seal. There is unknown black dust like contamination in the bottom of the enclosure and a keratin-like substance was observed at the blower box air outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified. In this report, section h6 has been updated.